Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced sustained hyperglycemia after a supply change, and insulin was observed leaking at the connection between the cartridge and the luer connector due to nonstandard assembly outside of the device; education and troubleshooting were provided, a full supply change was performed per procedure, and insulin delivery was resumed. Symptoms included hyperglycemia with a reported maximum blood glucose over 401 mg/dl and headache. Outcomes included prolonged elevated glucose outside target for approximately 22 hours without hospitalization, medical intervention, or backup therapy; ketones were tested and were negative. Investigation included guided troubleshooting and user education on correct cartridge-to-connector installation within the device. Investigation of this case revealed user handling and assembly error resulting in a fluid leak at the cartridge¿luer connector interface, which impaired insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper installation.